Event description:
Pt was treated 2005. Immediately post treatment the dr noticed several white marks that looked like burns on the left side of the face and cheek. Dr inspected the treatment tip and noticed a hole on the membrane.